Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was found during investigation that the 18l6 hd transducer exhibited an intermittent triple image artifacts or a dark band image. No additional information was provided.

Event description:
Additional information was received and it was reported that the patient was already sedated and on the table undergoing a breast ultrasound procedure when the reported triple image artifacts were observed. The procedure was reported to be completed with the same system. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide patient information (see section a3), provide additional event information (see section b5), provide initial reporter information (see section e1,e2,e3), provide additional report source (see section g3), correct the patient code (see section h6) and provide manufacturer reference. Reference: (B)(4).

Manufacturer narrative:
For this complaint, when it was originally received on 02/14/2017, it was classified as a safety issue. A retrospective review was performed to look for all similar reports of a triple image in jan 2017, when there was a few reported issues of triple image with the uses having possibly missed lesions. This complaint was identified as having similarly reported symptoms and therefore it was decided to file an 803 report. It was not until a later investigation into our 803 filing metrics did the fact there were two root causes become apparent. This complaint is related to a failure of the internal component, active multiplexing board of the transducer and will present with a triplicate image, but the seams are very obvious to the user and would never be mistaken for one, continuous image. It also follows the transducer from one port to another or one system to another. The sw initialization malfunction is transient and therefore not always present. Based on these findings, this supplemental MDR is to correct the previously submitted reports which did not make this distinction clear.